Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. When tested, the device programmed as expected. Upon further investigation, it was noted that due to biological debris found throughout the device, the ruby ball was not positioned correctly on its seat causing an overflow. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that after implantation, the device could not reprogram the pressure. As a result the device was replaced.